Event description:
An adverse event was reported to philips medical systems by (B)(4). The event was described as follows: several attempts were made to insert a tee probe into a patient to perform a diagnostic procedure. The exam was terminated due to the inability to intubate the patient, so the patient was sent home. A couple of hours later, the patient went to the emergency room after coughing up blood. The ER examination diagnosed an esophageal rupture. The transducer was immediately removed from service and inspected by the hospital biomed. The engineer reported there was no malfunction of the tee probe.

Manufacturer narrative:
The biomed at the user facility determined the ie33 and transducer were performing as intended. The cause of the injury is unknown and there have been no confirmed malfunction of the devices involved in this case.